Event description:
Complaints text (B)(6) 2020 07:55:20 cabrem4 created campus ship label: tracking number: (B)(4) service: ups ground service label delivery method: print and mail return label complaints text (B)(6) 2020 07:51:39 cabrem4 initial notes: 2nd contact attempt: successful spoke with next of kin, was able to gather death report. Inquired what led up to the complaint. Customer response: she had an episode early friday morning they suspected it was heart attack. She fell and hurt her hand during that episode she went to the ER for her hand and they found via her blood work she having heart complications. Deceased reporting per (B)(4). First and last name of person reporting event: (B)(6) . Best phone number to reach person reporting event: (B)(6). Relationship of person reporting event to the deceased: spouse. Date of customer passing: (B)(6) 2019. Cause of customer passing as indicated by reporting party: after the heart bypass surgery everything went down hill from there. Location of customer¿s passing: hospital . Date customer was admitted to hospital, emergency room or hospice (if known): (B)(6) 2019. Bg at time of admission to hospital, hospice and/or emergency room, (if known): I want to say 300 it was high. Does reporting party indicate other health issues or illness that may have contributed or led up to passing? Diabetes and heart complications. Does reporting party recall the initial onset or timeframe of health issue or illness? 2 yerars ago her hear issues began. Was pump worn at the time of passing? No. Date the pump was last worn: (B)(6) 2019 . Reason customer was not wearing pump at time of deceased event: hospital wanted to regulate her prior to surgery . Does reporting party know if customer was off pump therapy due to other health issue or illness? No . Pump material number: mmt-1780kpk. Pump serial number: unk . Infusion set material number: mmt-399. Infusion set lot/batch: 5250025. Reservoir material number: mmt-326a. Reservoir lot/batch: lot:hg2gfd8. Name of glucometer being worn or used (ascensia, lifescan, etc.): bayer contour next link/ . I don¿t have the pump physically with me. By saturday I should have the pump back. Was medtronic cgm included in diabetes therapy? Yes. Was cgm worn at time of event? No. Reporting party is unable to complete carelink upload. Reason reporting party is unable to complete carelink upload: does not have the pump. . Requested return of mdt system in use at time of deceased event. Set and reservoir are no longer available. Adv pump will undergo destructive testing and product cannot be returned. Caller agreed to return product. Customer's outcome pertaining to the complaint: spouse will return pump back. Shipping return materials to address on file. Additional notes: spouse asked what he should do with the supplies. Advised mdt has a 30 day return policy. Advised I saw recent orders on file offered to transfer the call to csc but spouse declined. Ship: 1cs box white/return: 1 pump complaints text (B)(6) 2020 06:30:05 erp_rfc_user related svn (B)(4) complaints text (B)(6) 2020 06:23:51 erp_rfc_user related svn (B)(4) complaints text (B)(6) 2020 06:23:48 erp_rfc_user related svn (B)(4).complaints text (B)(6) 2020 06:21:26 mattec3 24-hour technical support department if customer's next of kin calls back please offer to take deceased report.** 1st attempt: action notes: attempted to contact the customer's next of kin at the phone number listed in order to obtain deceased report but, there was no answer, left vm with 24-hour technical support department information. The medtronic 24-hour technical support team will make an additional attempt to contact the customer' next of kin at a later time. Beth rezelj medtronic sr. Clinical territory manager/kentucky n was notified of the customer passing by deceased patient¿s sister in law ----report---- hi don, I got a phone call from this patient¿s sister-in-law today to let me know mollie passed away suddenly yesterday ¿. She found my card in her wallet and wanted to let me know. Just heartbreaking! So, we¿ll need to cancel her supply orders moving forward and put her as deceased in our system thank you. End report I marked the account inactive/deceased (while opting out of all communications) as well as voided the medtronic device/pump warranty. (B)(6) 2019 is reflected as warranty end date.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020. (B)(4). S/w 4.11e. Unit received with procell alkaline battery installed. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08710 inches. Unit uploaded properly using carelink. Unit had minor scratched display window, scratched case, scratched keypad overlay, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: (B)(6) 2019 dailytotalofallinsulindelivered = 6.625, (B)(6) 2019 dailytotalofallinsulindelivered = 16.1, (B)(6) 2019 dailytotalofallinsulindelivered = 6.775, (B)(6) 2019 dailytotalofallinsulindelivered = 0, (B)(6) 2019 dailytotalofallinsulindelivered = 0 ,(B)(6) 2019 dailytotalofallinsulindelivered = 0 (B)(6) 2019 dailytotalofallinsulindelivered = 0.